Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system outside of a procedure. The rep indicated that the o-arm showed "door open" when trying to close the gantry. There was no patient involved with this issue.

Manufacturer narrative:
Device evaluated by MFR a medtronic representative went to the site to inspect the imaging system. The reported event was confirmed due to the inner door covers were not fitted properly in upper and lower inner covers. The representative filed the edges of the inner door covers to clear the edges of the lower/upper covers. The cable door switch assembly was replaced. The representative fitted the door covers, checked the switches and backed up the configuration files. The issue resolved. A full system checkout was performed after part replacement and all tests passed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.